Event description:
It was reported that during a bankart repair procedure using a speedlock implant with inserter handle, upon deployment the implant pulled out of the bone. A second implant was opened and upon deployment, the distal tip of the implant broke. It was necessary to drill a new bone hole and a third implant was successfully implanted. There were no significant delays or pt complications reported as a result of this event.